Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in an intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 644 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include dka, hyperglycemia, and dehydration. The patient was treated with an insulin drip, intravenous fluids, potassium, sodium, and magnesium. The pod was removed at the hospital. The pod has been discarded.